Event description:
It was reported that the pull ring cap of a peritoneal dialysis (pd) transfer set was disconnected from the catheter adapter. This was noticed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the pull ring cap dislodged from the patient luer adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.